Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 28, 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter had a "three dashes" issue. The medical surveillance specialist (mss) spoke to the patient directly on september 1, 2009, and was able to obtain/verify information. The patient stated that the alleged meter issue started on an unspecified date/time at about 3 months prior. The patient stated that "for some time" she was unable to test her blood glucose because of the alleged issue and therefore did not know if she was high or low. At an unknown time after the alleged issue began, the patient claimed that she developed symptoms of a headache and tiredness. Due to the symptoms, the patient went to a hospital. The patient mentioned that she was treated with her normal pills and given an IV. The patient could not recall what was in the IV and didn't remember if her blood glucose was high or low during her hospital stay of 3 days. She stated that her blood glucose was tested by the hospital but she could not remember what results were obtained. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and received IV treatment as a result of the alleged meter issue.